Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 12 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a slightly tortuous proximal-lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the stent placement procedure. Pt status is reported as 'good'.